Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the evaluation is currently underway.

Event description:
It was reported that allegedly during angioplasty of an arterial anastomosis of a wrist fistula, the pta balloon ruptured. The rupture was circumferential. The device was removed from the patient without complications and there was no injury to the patient. Reportedly, there was barely any pressure on the device when it ruptured; however, the exact pressure was unknown as it was inflated with a hand syringe. The tracking path was somewhat tortuous and without calcification.